Manufacturer narrative:
Technician found the hydraulic fluid was dirty causing the pump to drag. The technician replaced the hydraulic manifold to repair the bed.

Event description:
Information received indicates the bed has no head up function.